Event description:
It was reported that the right ventricular lead had triggered a lead warning due to low impedance. Oversensing which produced inappropriate inhibition of pacing was also observed. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was returned and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. The auto lead diagnostics show ventricular short circuit paces with lead impedances <(><<)>200 ohms. A ventricular lead warning occurred on (B)(6) 2014. (B)(4).